Event description:
N/a.

Manufacturer narrative:
Additional fields: e1 (event site state: (B)(6), event site postal code: (B)(6)). It was reported that the cs300 intra-aortic balloon pump (iabp) had low negative pressure alarm caused the machine to be unable to be used normally. It was later replaced with other good iabp machines and no casualties were caused. After testing, it was determined that the problem was caused by insufficient negative pressure due to damage and leakage of the machine-driven valve group. Since it is an online guidance test of a getinge field service engineer(fse), there is no service and pm report without being on site. At present, a formal quotation has been made to repair it after going through the process. This failure did not cause any personal injury. At the same time, the repair price of this equipment is too high. The hospital has not made it clear whether it will be repaired, nor has it given any reply. It may have given up on repairs. This complaint can be closed. If the hospital decides to fix it later, fse will file a new complaint.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions telephone number : (B)(6).

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) unit alarmed the low negative pressure caused the machine to fail to work normally. It was replaced with other good iabp machines. There was no harm reported.